Event description:
A malfunction was reported on the pump, identified by malfunction code 12, which was resettable and did not recur after a reset. There was no reported impact on the customer's blood glucose level, as it was not disclosed if levels exceeded 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, and they acknowledged and understood this guidance.